Manufacturer narrative:
Additional information : imdrf annex a code.

Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. There was no information on patient involvement. A report was received from health canada's canada vigilance program which states, "the iui connectors on IV alaris pumps (brains + modules) are prone to damage, most notably from exposure to cleaning agents. The pump displays a channel disconnected" or "communication error" message. The affected module(s) may suddenly stop infusing or infusions may continue but module will locked. Any interruption to therapy may result in patient safety incidents. Clean instruction seemed not sufficient per study be hospital". There was patient involvement who reportedly had a "transient hypotension" and no additional interventions needed.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. There was no information on patient involvement. A report was received from health canada's canada vigilance program which states, "the iui connectors on IV alaris pumps (brains + modules) are prone to damage, most notably from exposure to cleaning agents. The pump displays a channel disconnected" or "communication error" message. The affected module(s) may suddenly stop infusing or infusions may continue but module will locked. Any interruption to therapy may result in patient safety incidents. Clean instruction seemed not sufficient per study be hospital". There was patient involvement who reportedly had a "transient hypotension" and no additional interventions needed.